Manufacturer narrative:
Date of event: unknown, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018 if explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). To date the lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model ar40e +20.0 diopter) was implanted in the patient's operative eye on (B)(6) 2018. Reportedly, a line was noticed on the lens by the optician one week post-op. The account commented that the issue is probably due to the forceps. To date the lens remains implanted. No further information was provided.